Event description:
It was reported that the health care professional (hcp) requested a review of stored tachycardia episodes for the patient with this implantable cardioverter defibrillator (ICD) as the patient has a history of atrioventricular nodal reentrant tachycardia (avnrt) and an explant of the systems for unknown reasons is planned by the clinic. Technical services (ts) provided a review of stored episodes, noted all episodes are the same arrhythmia and that it is hard to say if it is avnrt but the shock electrogram (egm) does not appear to change but the rate is in the ventricular fibrillation (vf) zone and all anti-tachycardia pacing (atp) episodes broke or slowed the arrhythmia. This ICD remains in service. No adverse patient effects were reported. Additional information was received the patient with this implantable cardioverter defibrillator (ICD) had received three inappropriate shocks and multiple anti-tachycardia pacing (atp) due to a supraventricular tachycardia (svt). This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of stored tachycardia episodes for the patient with this implantable cardioverter defibrillator (ICD) as the patient has a history of atrioventricular nodal reentrant tachycardia (avnrt) and an explant of the systems for unknown reasons is planned by the clinic. Technical services (ts) provided a review of stored episodes, noted all episodes are the same arrhythmia and that it is hard to say if it is avnrt but the shock electrogram (egm) does not appear to change but the rate is in the ventricular fibrillation (vf) zone and all anti-tachycardia pacing (atp) episodes broke or slowed the arrhythmia. This ICD remains in service. No adverse patient effects were reported. Additional information was received the patient with this implantable cardioverter defibrillator (ICD) had received three inappropriate shocks and multiple anti-tachycardia pacing (atp) due to a supraventricular tachycardia (svt). This ICD remains in service. No adverse patient effects were reported. Additional information was received, this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. No adverse patient effects. This product was returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies.} the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.